Event description:
The customer was hospitalized for high bgs. Also the customer had pneumonia, sinus infection, and use steroid. Bgs were treated with insulin drip. Instructed the customer to call the help line if high bgs continues.